Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruatio"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse") and irritable bowel syndrome ("irritable bowel symptoms"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, dyspareunia and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, irritable bowel syndrome, menorrhagia and pelvic pain to be related to essure (ess205). Further company follow-up with the consumer, lawyer or lawyer is not possible. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device:uterus/endometrial canal') in an adult female patient who had essure (ess205) (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, uterine fibroids and endometriosis. Concomitant products included escitalopram oxalate (lexapro) from 2007 to 2018 for anxiety disorder as well as ethinylestradiol; levonorgestrel (alesse) in 2000. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and nausea ("nausea"). In (B)(6) 2017, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive condition: irritable bowel syndrome") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruatio"), abdominal pain lower ("cramping/lower right abdominal pain") and adenomyosis ("other injury(ies)or complication:adenomyosis") and was found to have leiomyoma ("other injury(ies)or complication:multiple leiomyomata"). The patient was treated with paracetamol (tynelol) and surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, menorrhagia, adenomyosis and leiomyoma outcome was unknown, the pelvic pain, abdominal pain lower, dyspareunia, dysmenorrhoea, fatigue and nausea had resolved and the irritable bowel syndrome was resolving. The reporter considered abdominal pain lower, adenomyosis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, leiomyoma, menorrhagia, nausea and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy with essure insertion dates- (B)(6) 2007 and (B)(6) 2009 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: . Pathology test - on (B)(6) 2017: diagnosis: peritoneal lesion, posterior biopsy: endometriosis. Uterus, cervix, bilateral fallopian tubes: adenomyosis. Multiple leiomyomata. Weakly proliferativeendometrium. Histologically unremarkable cervix. Histologically unremarkable bilateral fallopian tubes. Ultrasound scan vagina - on (B)(6) 2017: endovaginal and transvaginal ultrasound report. Impression: solitary 4.4 cm right uterine body fibroid, predominantly intramural, though a small submucosal component. Status post essure placement, incompletely visualized on this study. If detailed assessment of positioning required, a hysterosalpingogram can be considered. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 24-jun-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device:uterus/endometrial canal') in an adult female patient who had essure (ess205) (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, uterine fibroids and endometriosis. Concomitant products included escitalopram oxalate (lexapro) from 2007 to 2018 for anxiety disorder as well as ethinylestradiol;levonorgestrel (alesse) in 2000. In february 2007, the patient had essure (ess205) inserted. In january 2017, the patient experienced pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("dysmenorrhea(cramping)") and nausea ("nausea"). In march 2017, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("gastrointestinal or digestive condition: irritable bowel syndrome") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruatio"), abdominal pain lower ("cramping/lower right abdominal pain") and adenomyosis ("other injury(ies)or complication:adenomyosis") and was found to have leiomyoma ("other injury(ies)or complication:multiple leiomyomata"). The patient was treated with paracetamol (tynelol) and surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017 . At the time of the report, the device expulsion, menorrhagia, adenomyosis and leiomyoma outcome was unknown, the pelvic pain, abdominal pain lower, dyspareunia, dysmenorrhoea, fatigue and nausea had resolved and the irritable bowel syndrome was resolving. The reporter considered abdominal pain lower, adenomyosis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, leiomyoma, menorrhagia, nausea and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy with essure insertion dates- feb2007 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on 09-nov-2009: . Pathology test - on 28-nov-2017: diagnosis: peritoneal lesion, posterior biopsy: endometriosis. Uterus, cervix, bilateral fallopian tubes: adenomyosis. Multiple leiomyomata. Weakly proliferativeendometrium. Histologically unremarkable cervix. Histologically unremarkable bilateral fallopian tubes.. Ultrasound scan vagina - on 07-sep-2017: endovaginal and transvaginal ultrasound report. Impression: solitary 4.4 cm right uterine body fibroid, predominantly intramural, though a small submucosal component. Status post essure placement, incompletely visualized on this study. If detailed assessment of positioning required, a hysterosalpingogram can be considered.. Further company follow-up with the consumer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-jun-2019: new pfs and medical record received: new events added: fatigue, dysmenorrhea (cramping), migration of essure device: uterus/endometrial canal, nausea, adenomyosis multiple leiomyomata. Event outcome of pain, pelvic pain and abdominal pain were updated from unknown to recovered/resolved and outcome of event irritable bowel syndrome was updated from updated to recovering/ resolving. Lot number added. New reporters , demographic details, concomitant drugs and lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.